Event description:
The penumbra system separator flex 041 became stuck inside the penumbra system reperfusion catheter 041. When the physician pulled back on the separator, it broke and a piece of it remained inside of the catheter. This MDR is associated with MDR 3005168196-2012-00042.

Manufacturer narrative:
Device investigation: results: the catheter is undamaged. A 0.041" mandrel was introduced into the hub of the catheter and advanced distally. The mandrel moved smoothly through the catheter and exited the distal tip with no difficulty. The catheter is functional. Conclusion: the break noted in the complaint was confirmed. The granular surface seen at the break site suggests that the immediate cause of failure is metal fatigue, and the hooking of the wire at the break site indicates the wire kinked prior to the break. The break is located at the separator taper grind and it is likely that the separator was manipulated outside of the rhv. Manipulation of the separator outside the rhv can lead to a kink in the separator wire and subsequently result in a fatigue failure as seen in this case. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.

Manufacturer narrative:
Conclusion: this device is available for return and a follow-up MDR will be submitted upon completion of the device evaluation.